Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The insulin pump programmed with the current time and date and monitored in 50c oven for several days. The time and date functioned properly. The insulin pump passed unexpected restart error test. No unexpected restart alarm noted during testing. No unexpected time change or basal rate change anomaly noted during testing. The insulin pump was received with cracked belt clip slot and display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 50 mg/dl at the time of incident. The customer's blood glucose was 55 mg/dl at the time of call. The customer's blood glucose was 117 mg/dl at the end of call. The customer stated that they treated the low blood glucose with food. The customer stated that the drive support cap appeared normal. The customer stated that the time was programmed incorrectly. The insulin pump will be returned for analysis.